Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to/clogged the gap of the distal end, but the type of foreign material that remained in the device could not be identified. Therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection; u states the preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material at the gap of the distal end. There were no reports of patient involvement.